Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain on the home choice (hc). The technical service representative (tsr) gave instructions on how to clear the alarm. The cause of the alarm could not be determined during troubleshooting. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.